Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient thought one of the stimulators wasn¿t working. The hcp was unable to provide further details and wasn¿t sure which ins the patient was referring to.